Event description:
Customer reported one sars-cov-2 tma run, wl 003253-20210817-20, using assay lot 294803 on panther fusion instrument sn (B)(4) which had negative samples with higher than expected rlu values (400-500 rlu), leading them to question their validity. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware issues; at least one negative sample had rlus above 500. Hologic product applications specialist (pas) reviewed logs and found no instrument, kinetics, or assay performance issues. Pas noted the wl in question was valid with expected controls kinetics, but numerous results fall between typical negative and positive results with no clear distinction between positivity and negativity evident in the kinetics graph. Ts relayed pas review to customer. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.